Manufacturer narrative:
The device was received unable to perform the displacement test due to complete detached and cracked end cap. In addition, it was also received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked case display window corner, stained end cap sticker, stained address, serial number label, cracked belt clip slot, cracked reservoir tube lip and cracked case reservoir tube window corner. No loose drive support cap anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The patient¿s blood glucose level was 293 mg/dl at the time of the incident. Reportedly, drive support cap was damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.